Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 12/27/2016 it was reported to k2m, inc. That a patient presented with a screw head separated from the screw shaft. The patient reportedly had a screw head separated from the screw shaft approximately 5 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. While this incident was most likely caused by excessive bending and anatomical forces, no root causes could be determined based on the information provided. However, this was determined to be an isolated incident, as this is the first time we have received a report for this type of failure since the launch of the system approximately six years ago. While the implant was not returned, a general review of the manufacturing and inspection records revealed no additional information. In situ.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a patient presented with a screw head separated from the screw shaft. The patient reportedly had a screw head separated from the screw shaft approximately 5 months post-op.